Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently, on the same day, simon nitinol filter was deployed below the renal veins. There was a large amount of clot burden noted at the level of renal veins and below. Approximately, five years post deployment, the patient expired and felt that the patient probably suffered from a massive pe. The death certificate received along with the medical records stated that the cause of death was due to massive pulmonary embolus, massive vena caval thrombosis and displaced vena cava filter. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device was removed percutaneously. The patient was diagnosed with pulmonary embolism post filter implant and subsequently expired.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Subsequently, on the same day, simon nitinol filter was deployed below the renal veins. There was a large amount of clot burden noted at the level of renal veins and below. Approximately, five years post deployment, the patient expired and felt that the patient probably suffered from a massive pe. The death certificate received along with the medical records stated that the cause of death was due to massive pulmonary embolus, massive vena caval thrombosis and displaced vena cava filter. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device was removed percutaneously. The patient experienced pulmonary embolism post filter implant and subsequently expired.